Event description:
It was reported that the ilet pump exhibited insulin leaking from the connector/coupler, confirmed by the user who smelled insulin and observed fluid absorbed on tissue, and blood glucose rose to 245 mg/dl before resolving after a supply change. Symptoms included insufficient information regarding clinical manifestations beyond hyperglycemia. Outcomes included insufficient information regarding broader health impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage consistent with a seal issue associated with the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. No alerts or alarms were reported.

Manufacturer narrative:
Initial.